Event description:
The company was notified that the patient was admitted to the hospital due to vomiting and dizziness. It was also noted that it gets worse when her head is turned toward the implant side. The patient reports pressure on the top of her head and experiences dizziness when placing her finger down the ear canal of the implanted side. Programming adjustments were made, however, the problems were not resolved. A decision to explant the patient's c1 device is under evaluation.